Event description:
It was reported that one day post implant a small pneumothorax was noted, in the left lung, upper lobe. The patient was asymptomatic, and no further patient complications have been reported.

Event description:
It was reported that one day post implant a small pneumothorax was noted, in the left lung, upper lobe. The patient was asymptomatic. It was later reported that the right ventricular lead impedance and capture thresholds have increased. It was suspected that the lead was fractured. The lead was inactivated. No patient complications have been reported as a result of this event. The patient is a participant in the trends study.

Manufacturer narrative:
This event occurred more than a year ago, and no further patient complications have been reported. No follow up will be done with the user facility.